Event description:
It was reported thrombosis occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed, and a 27mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. At a routine 45-day follow up on (B)(6) 2026, transesophageal echocardiography (tee) imaging revealed a thrombus. The thrombus stretched from the coumadin ridge side past the threaded insert of the closure device. There was no shift in position of the closure device and no leak noted. The patient reported no symptoms. Plavix was discontinued and patient started eliquis for three months and then will be re-imaged. There were no further complications reported.